Manufacturer narrative:
Age at time of event - 18 years or older. Initial reporter phone - (B)(6).

Event description:
It was reported that the motor gave out and patient complications occurred. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the external iliac artery (eia) and femoral-popliteal artery. A contralateral approach was used to access the lesion through an 8f sheath. Atherectomy could not be performed within the eia coral reef calcification as the motor kept giving out after about 5 minutes into the procedure. The motor was not going at full speed of 70,000 rpm. Rotation was slowing down and a humming sound was heard. Arterial perforation occurred about 15 minutes into the procedure. A non-bsc graft stent was used to cover the perforation and all was fine. However, at the end of the case after the physician stented the femoral-popliteal artery, the patient coded and lost blood and the non-bsc graft stent was seen to crumple out the tear as visualized by imaging. The tear was quite substantial. The patient had a bypass and was then stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the motor gave out and patient complications occurred. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the external iliac artery (eia) and femoral-popliteal artery. A contralateral approach was used to access the lesion through an 8f sheath. Atherectomy could not be performed within the eia coral reef calcification as the motor kept giving out after about 5 minutes into the procedure. The motor was not going at full speed of 70,000 rpm. Rotation was slowing down and a humming sound was heard. Arterial perforation occurred about 15 minutes into the procedure. A non-bsc graft stent was used to cover the perforation and all was fine. However, at the end of the case after the physician stented the femoral-popliteal artery, the patient coded and lost blood and the non-bsc graft stent was seen to crumple out the tear as visualized by imaging. The tear was quite substantial. The patient had a bypass and was then stable. It was further reported the device was used in the central lumen. After the non-bsc graft stent was placed, the doctor treated the superficial femoral artery (sfa) with stents. Imaging did not show any sign of rupture immediately after placement of the non-bsc graft stent. When removing the devices, the non-bsc graft stent was crushed.